Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49 cm proximal to the lead tip. Only a distal lead fragment was received and subjected to an extensive analysis. The analysis revealed multiple signs of abrasion. In particular approx. 40 cm proximal to the lead tip the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode was damaged. This damage can be considered as the root cause of the clinical observation of noise as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead displayed noise so the physician explanted and replaced it. No adverse patient events were reported. Should additional information be received, this file will be updated.